Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three microbiological tests at the user facility confirmed that samples collected from the instrument channel of the device were positive each time. All samples collected from other channels of the device were negative. The user said that escherichia coli was detected, but subsequent report provided that serratia marcescens was detected. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-double, using peracetic acid. There was no report of infection associated with this report.